Manufacturer narrative:
Date of event was reported as unreported dates in may and june (year unspecified). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized twice for the event (dates unspecified). The cause of the event was not reported. The patient was treated with unspecified drug (dose, route and frequency not reported). At the time of this report, the patient was recovered from the event. Pd therapy was ongoing during treatment. No additional information could be provided because the reporter declined follow up.